Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was able to confirm the reported issue. In order to fix the issue, the fse adjusted the shuttle transducer and autofill volume to resolve the reported issue. The fse then performed calibrations, functional testing, and safety testing, which all passed per factory specifications. The unit was then returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a leak error in balloon reported. There was no patient involvement.